Event description:
The account alleged, the bed is not sending a nurse call when the patient positioning monitor alarms at the bed.

Manufacturer narrative:
The technician replaced the scale/ppm board to repair this bed.